Event description:
The surgeon was performing a procedure. The high frequency cord broke at the distal end and caused a fire due to the sparking. The item that caught on fire was a surgical towel. The fire was extinguished and the pt had no noticeable burns.